Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 11 novermber 2016. The fse inspected the sample loader and found that two of the gears were grinding and that the belt was not working correctly . The engineer replaced the sample loader with a new one and then performed adjustments. To verify the enginner ran the daily and six samples of tt3 which all passed with no grinding sound or stuck racks.the aia-900 was working as intended. No further action required by fse. The probable cause of the event was a bad sampler loader.

Event description:
On (B)(6) 2016 a customer reported error 2301 & 2310 and also reported the rack remained inside the aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting afp, prog, fsh, e2 and prl patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.